Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was lying in bed without making any particular movement. Technical services (ts) was consulted and noted there has been a decrease in r wave amplitude over time as well as over-sensed noise with wandering baseline. Ts requested quality image x-rays and recommended in-clinic troubleshooting. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD system remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product has not been returned to boston scientific; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was lying in bed without making any particular movement. Technical services (ts) was consulted and noted there has been a decrease in r wave amplitude over time as well as over-sensed noise with wandering baseline. Ts requested quality image x-rays and recommended in-clinic troubleshooting. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD system remains in service. Additional information received on 26-dec-2024 indicates this s-ICD device was explanted on (B)(6) 2024 due to the above clinical observations. Besides intervention, no other adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was lying in bed without making any particular movement. Technical services (ts) was consulted and noted there has been a decrease in r wave amplitude over time as well as over-sensed noise with wandering baseline. Ts requested quality image x-rays and recommended in-clinic troubleshooting. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD system remains in service. Additional information received on 26-dec-2024 indicates this s-ICD device was explanted on (B)(6) 2024 due to the above clinical observations. Besides intervention, no other adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was lying in bed without making any particular movement. Technical services (ts) was consulted and noted there has been a decrease in r wave amplitude over time as well as over-sensed noise with wandering baseline. Ts requested quality image x-rays and recommended in-clinic troubleshooting. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD system remains in service.